Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
During surgery, it was noticed that the size 11 corail broach trial was hanging up in both the broach handle and the neck trial. There is most likely a rough spot on the post of broach.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned broach confirms the observation. The male post feature has been damaged causing material burrs to be present inhibiting proper use of the mating neck trial. The root cause is attributed to inadvertent use error. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.